Event description:
Additional information was received that the device had undersensed and delivered anti-tachycardia pacing (atp). The patient was then converted externally. Nips (non-invasive programmed stimulation) testing was performed at the most sensitive setting and removed the atp with no drop out. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of supraventrentricular tachycardia (svt) with premature ventricular contraction (pvc) resulting in ventricular tachycardia (vt). The device appropriately delivered anti-tachycardia pacing (atp). Following therapy delivery, patient's rhythm had deteriorated and resulting in the patient to loose consciousness. Patient presented to the emergency room at which time the physician adjusted the programming in the device. There were no additional adverse patient effects reported. A request for additional information has been sent.

Manufacturer narrative:
The device remains implanted and in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.